Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide, "do not expose your pump, transmitter, or sensor to: » x-ray » computed tomography (CT) scan » magnetic resonance imaging (MRI) » positron emission tomography (pet) scan » other exposure to radiation."

Event description:
It was reported that the pump battery was depleting quickly. It was also reported that the customer experienced a low blood glucose level of below 50 - 90 mg/dl, requiring medical assistance. Customer treated bg with glucose tablets. Reportedly, the customer wore their pump during a x-ray procedure, and acknowledges could have contributed to bg level. Customer has discussed with their healthcare provider different settings that might better fit their diabetic needs. No additional information was obtained.